Manufacturer narrative:
Correction b5: medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the unit had a power issue and will not power on. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported power issue and instrument will not power on was verified during service. The issue was resolved by replacing the battery x 2. Preventive maintenance was performed per specifications. Additional information h.4 device mfg date: this field was updated. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument had a power issue and will not power on. Use of instrument was unspecified. There was no adverse patient effect reported with this event.